Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/apr/2015 and 18/apr/2016. Device evaluation: visual analysis of the returned device identified white, brown and yellow particles on the device inner surface. Visual analysis of the diaphragm valve identified brown particles. A leak test was performed which noted particle leakage. Microanalysis was performed via cut shell / valve to inspect from inside out, during which an uneven clear adhesive application was observed and assessed as workmanship. No further details available. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Patient representative reported "neck, back and shoulder pain," "pain," "different sizes," "oversized breasts," "large and heavy," "dropped," "added saline to one," "tissue...@ valve," "mental anguish," and ¿loss of the capacity for the enjoyment of life." Patient representative additionally reported patient ¿suffered bodily injury ¿suffering¿ disability, disfigurement¿; these events are not related to the device. Device has been explanted.